Event description:
The patient reported exposed wires of the patient electronics unit power cord. The patient discontinued use of the cord and there were no adverse consequences reported.

Manufacturer narrative:
No device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.